Event description:
During shockwave lithotripsy and cystoscopy case, surgeon was placing a laser fiber in ureter under visualization of cystoscope in used to break up kidney stones. The tip of laser fiber broke off, as it was hit by shockwave.